Manufacturer narrative:
During the evaluation and testing of the device, the arjo technician was unable to replicate the reported drop. Although the mast mounting bolts and the boom were tightened, and the mast slider parts were replaced, these components were not identified as the cause of the reported unintended drop. They were replaced as the part of the service conducted on the lift. The instructions for use for the maxi move (001.25060.en) advise: "if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department." In summary, the event occurred during the patient's transfer. No device failure or defective component that could have contributed to the unexpected drop was found, and the event could not be recreated. The exact cause of the reported drop was not determined. Despite this, the device did not meet the specifications due to the lift drop.

Manufacturer narrative:
The device evaluation revealed that the mast mounting bolts required tightening. All bolts were tightened and mast slider parts were replaced. After testing, the device operated correctly.

Event description:
The ceiling lift dropped suddenly while the resident was in a sling. The spreader bar came down onto the resident's shoulders. No injury was claimed.